Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex artery that is 90% stenosed. The patient presented with severe angina and the vessel was pre-dilated with a 2.0x8mm semi compliant balloon. The 3.0x23mm xience prime was deployed at 16 atmospheres through radial approach. Fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with another xience prime stent. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.